Event description:
It was reported that two hours after the right ventricular (rv) lead was implanted the telemetry alarm showed a greater than two second pause with no pacing. The pauses appeared to occur only during manual lead impedance testing and it looked like there was sensing of the low voltage impedance test. It was noted that the pacing and sensing thresholds were normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.